Manufacturer narrative:
Initial reporter complete facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted that the patient has been on therapy for a while but has not yet reached target in an arctic sun device. They would like to rule out issues with the device. Patient temperature (pt) was 34.6c, targeted temperature (tt) was 36c, water temperature (wt) was 39.9c, flow rate (fr) was 2.8lpm, patient was 72.8kg with medium size pads. Event log shows alert 116 patient temperature not changed and alarm 14 (probe out of range). Explained device was responding appropriately and if there was room, they could consider adding a universal pad to the abdominal area or trying to supplement with bair hugger or warm blanket. Advised investigating clinical reasons patient might not be responding to therapy with the health care professional (hcp). Per follow up information received via task on 15apr2026, spoke with charge nurse who noted the air conditioning had been set to low in the room. They ran warm air in the room, and the patient was able to rewarm. Denied any issues with the probe. No troubleshooting done for the alarm 14. Patient completed therapy and device remains in service.